Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead insulation damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging. No intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated that provocation testing was performed and the event was not reproducible. It was also reported that lead loops were observed via diagnostic imaging and the lead was deactivated to resolve the event. The patient was in stable condition.